Event description:
It was reported that the patient was experiencing inadequate stimulation. There was no device malfunction suspected. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well, and all explanted devices were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred quickly after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 2000021904/2000021903.